Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly; the pusher assembly was kinked approximately 34.0 cm from the proximal end; the embolization coil was intact with the pusher assembly; the introducer sheath was ovalized approximately 10.0 and 75.5 cm from the distal tip. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the introducer sheath was ovalized in two locations. This type of damage typically occurs due to improper handling during use. If the introducer sheath is forcefully gripped or pinched during use, damage such as this may occur. The ovalization in the introducer sheath likely created the resistance felt by the physician while advancing the pc400 coil through the px slim. Further evaluation revealed that the pusher assembly was kinked. This type of damage likely occurred due to forceful advancement against resistance caused by the damaged introducer sheath. The od of the embolization coil was measured and found to be within specification. Pc400 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using penumbra coil 400 coils (pc400 coils). During the procedure, while advancing the fourth pc400 coil through the px slim delivery microcatheter (px slim), the physician felt something "strange" and subsequently, the coil became stuck and unable to advance further. Therefore, the pc400 coil was removed and the procedure was completed using a new pc400 coil and the same px slim. It should be noted that the physician did not maintain a continuous flush of saline but did flush before and after each coil. Additionally, a rotating hemostasis valve (rhv) was not used during the procedure. There was no report of an adverse effect to the patient.